Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alarms, belt clip holder was broken, the insulin pump's clock did not keep exact time and had lost 2 to 3 minutes in a couple of days, the insulin pump made clicking sound when rewinding and took a lot of insulin to prime and reservoir broke every time they were taken out of the insulin pump, battery life was down to 2 weeks and there were scratches. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.